Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of dislodged cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 22 mmol/l (396 mg/dl) between 25 and 36 hours of wearing the pod. The reporter stated when removing the pod, they noticed the adhesive and skin was wet, and there was a little blood, resulting in the cannula dislodging. As treatment a new pod was applied.

Manufacturer narrative:
The device was received for evaluation. The investigation found no damage or deficiencies that would contribute to the reported dislodged cannula. There were no issues found with the cannula assembly that would result in leaking during wear. The fluid path was inspected, and no signs of leakage were observed. Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The cause of the reported event could not be determined.